Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis. No additional information was provided. The biventricular assist device (bivad) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Two ventricular assist device (vad) pumps with unknown serial numbers were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pumps; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificate could not be performed since the pump serial numbers are unknown. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ pump. Medical device: pump / unknown/ model #: 1104 / expiration date: unknown, UDI #: (B)(4). Device available for evaluation? No. Device mfg date: unknown. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the (B)(6) clinical trial.